Event description:
It was reported that this pacemaker system has exhibited undersensing in this right ventricular (rv) lead and the right atrial (ra) lead, leading into overpacing in the rv lead. Additionally, the rv lead exhibited low amplitude and high impedances out of range. Technical services (ts) recommended reprogrammed the rv lead and continue to monitor. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system has exhibited undersensing in this right ventricular (rv) lead and the right atrial (ra) lead, leading into overpacing in the rv lead. Additionally, the rv lead exhibited low amplitude and high impedances within normal limits. Technical services (ts) recommended reprogrammed the rv lead and continue to monitor. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 and h6. This type of malfunction is not likely to lead to death or serious injury if it were to occur again as critical therapy remains available and there were no associated adverse patient effects were reported. MDR = no.

Event description:
It was reported that this pacemaker system has exhibited undersensing in this right ventricular (rv) lead and the right atrial (ra) lead, leading into overpacing in the rv lead. Additionally, the rv lead exhibited low amplitude and high impedances within normal limits. Technical services (ts) recommended reprogrammed the rv lead and continue to monitor. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this right ventricular (rv) lead and the pacemaker system were electrically abandoned and replaced. The rv lead was fracture, and the plan was to surgically abandon the rv lead and place a new lead, nonetheless the patient was occluded on the left side. Per physician discretion it was decided to turn off the pacemaker system on the left side and place a new system on the right due to the age of the patient and higher risk to extract. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system has exhibited undersensing in this right ventricular (rv) lead and the right atrial (ra) lead, leading into overpacing in the rv lead. Additionally, the rv lead exhibited low amplitude and high impedances within normal limits. Technical services (ts) recommended reprogrammed the rv lead and continue to monitor. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this right ventricular (rv) lead and the pacemaker system were electrically abandoned and replaced. The rv lead was fracture, and the plan was to surgically abandon the rv lead and place a new lead, nonetheless the patient was occluded on the left side. Per physician discretion it was decided to turn off the pacemaker system on the left side and place a new system on the right due to the age of the patient and higher risk to extract. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: field h6. Patient and impact code added.